Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review is in progress. Additional information has been requested. Upon receipt, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a transobturator sling procedure was performed using our obtryx device (actual date is not known) on a patient (age and weight unknown). Post procedure, the patient developed an osteomylitis (infection of the bone). According to the complainant, the patient was sent for treatment. Awaiting additional information from the user facility.